Manufacturer narrative:
(B)(4). Physio-control evaluated the device and verified the reported issue. Physio replaced the biphasic pcb assembly and observed proper device operation through functional and performance testing and the device was returned to the customer for use. The removed pcb assembly was further evaluated in the failure analysis center. The cause of the reported issue was determined to be three shorted diodes, designators cr27, cr24 and cr7. Additionally it was observed that there was an open trace off of jack connector j103.

Event description:
The customer initially reported that their device had its service indicator illuminated and had logged several event codes. After an evaluation of the device, it was observed that the device did not have the ability to deliver an appropriate defibrillation shock to a patient, if needed. There was no report of any patient use associated with the reported issue.